Event description:
It was reported that the device possible had early eri (elective replacement indicator) as the expected longevity is being questioned. The device was removed and replaced. It was also reported that during the procedure, the left ventricular lead was placed in the cs (coronary sinus) vein and had diaphragmatic pacing. The lead was then removed and tried to be placed the other vessel that was available but the vessel was too small to accommodate the lead. The lead was then removed and a smaller lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the device met 80% of expected longevity, with the battery at 88% on the depletion curve, equaling a projected longevity of 91%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.